Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 7:30 am, the result from the meter was 4.3 inr. The repeat result from the meter was 4.9 inr. The result from the laboratory was 3.0 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 inr-3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose changes, no medication changes, no new illnesses, and no bruising or bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a master lot strips. Testing results: returned strips: qc 1: 2.5 inr, qc 2: 2.5 inr. Masterlot strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt . For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.